Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Two 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 8atm within 30 seconds vertically. Another wolverine balloon was used but rupture occurred on the same lesion. According to the physician, "after rota was performed, edge of residual calcified lesion raised, and there was a high possibility that it was the cause of the rupture issue." The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination of the balloon found a longitudinal tear in the balloon material. The tear stretched from 1 mm proximal to the proximal markerband and extended 5 mm distally. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. An examination of the blades identified no damage. All blades were fully bonded onto the balloon. A visual, microscopic and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Two 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 8atm within 30 seconds vertically. Another wolverine balloon was used but rupture occurred on the same lesion. According to the physician, "after rota was performed, edge of residual calcified lesion raised, and there was a high possibility that it was the cause of the rupture issue." The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.